Event description:
It was reported that catheters with bioglide seemed to cause some sort of tissue reaction which might have caused clogging. There was no injury reported or need to explant the product. The product would not be returned.

Manufacturer narrative:
(B) (4). The product was unavailable for return. Therefore an eval of the device performance was not possible. There is no evidence to support a link between bioglide and pt reactions. According to the instructions for use that accompanies the product, shunt obstruction may occur in any of the components of the shunt system. The system may become occluded due to blood clots or brain fragments, tumor cell aggregates, bacterial colonization or other debris. A review of the manufacturing records was not possible as no lot number was provided